Event description:
It was reported that a patient presented in-clinic for a routine check-up. It was observed that the implantable cardiac monitor (icm) exhibited under-sensing and causing patient discomfort. As a resolution the icm was repositioned on (B)(6) 2024. No patient consequences and the patient was stable.